Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd micro-fine¿ insulin pen needle the cannula broke off (patient or non patient end) or pulls out/ leakage/ serious injury. The following information was provided by the initial reporter: ¿the patient, who is admitted to the neuro ward at hospital injects himself with a new bd pen needle, according to nurse present with correct injection technique. Cannula breaks from hub, does not bend, but is stuck in tissue. Nurse able to reach cannula with hemostat forceps and pulls it out. Slight leakage of insulin, otherwise no damage done according to nurse."

Manufacturer narrative:
H.6. Investigation: one open and one sealed 31g x 8mm pen needle samples were returned from lot. No. 9261676, cat. No. 320213. Visual examination was carried out on the returned open sample and a broken patient end of cannula was observed. No manufacturing related issues were observed. Visual examination and a clog test as per tp700483 was also carried out on the sealed sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No manufacturing related issues were observed on the returned samples therefore no root cause can be identified.

Event description:
It was reported during use the bd micro-fine¿ insulin pen needle the cannula broke off (patient or non patient end) or pulls out/ leakage/ serious injury. The following information was provided by the initial reporter: ¿the patient, who is admitted to the neuro ward at hospital injects himself with a new bd pen needle, according to nurse present with correct injection technique. Cannula breaks from hub, does not bend, but is stuck in tissue. Nurse able to reach cannula with hemostat forceps and pulls it out. Slight leakage of insulin, otherwise no damage done according to nurse."